Event description:
An olympus sales representative reported that a physician was unable to crush a patient stone when a lithotriptor broke during a procedure. The physician wiggled the sheath and removed the basket. There were no injuries related to the occurrence.